Manufacturer narrative:
It was reported that the account stated that when they chose the head section on the hand pendant, the feet would go up. A (B)(4) field service technician called and spoke with the biomedical engineer onsite and provided feedback that it sounded like the table was being used in reverse mode. The biomed released the table from reverse mode and the table functioned properly. There were no injuries or adverse events reported.

Event description:
It was reported that the account stated that when they chose the head section on the hand pendant, the feet would go up. There was no patient involvement, no injuries or adverse consequences reported.